Event description:
During routine testing, it was found that when the defibrillator was set to 300 joules, the actual output was 358 joules. At the maximum setting of 360 joules, the output was 361 joules, which is within normal limits. There was no pt involved.